Event description:
Reporter alleged the customer obtained discrepant blood glucose results of 259 mg/dl back to back with a result of 132 mg/dl when testing was performed 1 minute apart on the compact system. Reporter stated, the customer was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.